Manufacturer narrative:
The screw was not retracting or extending properly during the implantation procedure. The analysis on this device is pending.

Event description:
It was reported that during the implantation procedure, the screw mechanism on this lead was not working properly. Therefore, the lead was not implanted.